Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of discrepant results for three patient samples using the cobas® eplex blood culture identification gram-negative (bcid-gp) panel on a eplex base. The alleged samples generated a negative result for acinetobacter baumanii. Culture results identified acinetobacter baumanii.

Manufacturer narrative:
One of the three complained samples was already reported as "the third sample tested on 18-nov-2025" in g8 mfg report no 3008632402-2026-00261. For the two other samples, the investigation determined that the issue is consistent with a limit of detection challenge. It is possible that the sample volume analyzed by the assay contained a lower concentration of the target than intended. If the target concentration is close to or below the assay¿s sensitivity, it may be difficult to accurately detect the target. An internal review of qc release data for the affected lot confirms that the consumable lot met the established qc release specifications. Based on the provided analysis, the consumable lot is performing within expected standards. The released product is fit for intended use and meets all quality and performance requirements.